Manufacturer narrative:
(B)(4) additional information: the evaluation of the returned device is complete. Visual inspection found no obvious signs of abnormality that could have caused the reported condition. A functional leak test was performed in which the device was manually filled with colored water and observed for leakage; during filling, a leak was observed at the solvent-bonded junction of the tubing and stressmember. No leakage was identified from the fill port. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked from the fill port. This was noted after filling. The reporter stated that the fill port cap was fastened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.